Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) pace/sense lead triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.